Manufacturer narrative:
Complaint received as an email. Followup attempt was made to obtain further information on both the incident and the customer. No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Will continue to monitor on monthly trend reports.

Event description:
Consumer reports wife wore knee support and developed rash. Cortisone cream was prescribed by doctor for treatment.